Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4).information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was not working. The patient reported that they tried recharging the ins with the ins recharger (insr), but ins will not come on. The patient reported that when they attempted to charge the ins using the insr, a reposition antenna message was displayed. The patient attempted communication to the ins with the patient programmer and the programmer screen was blank. The patient had new energizer alkaline batteries, however the programmer still would not power on. A replacement patient programmer was requested. No patient complications have been reported because of this event.